Manufacturer narrative:
The product is not expected back for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer's adc freestyle libre sensor detached after day 3 of wear due to "bumping into someone." On (B)(6) 2019, the customer experienced bleeding and pain at the sensor site and further reported that the site was cleaned and treated by an hcp with betadine antiseptic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A caregiver reported a customer's adc freestyle libre sensor detached after day 3 of wear due to "bumping into someone." On (B)(6)2019, the customer experienced bleeding and pain at the sensor site and further reported that the site was cleaned and treated by an hcp with betadine antiseptic. There was no report of death or permanent injury associated with this event.